Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported failure to implant the clip was due to patient anatomy/poor visualization. The reported difficult to remove appears to be procedural circumstances. A definitive cause for the reported unintended movement cannot be determined; however, the expulsion was a cascading effect of clip opening while locked. Additionally, the poor image resolution was due to procedural circumstances/operational context. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficulty removing the mitraclip delivery system, clip opening while locked, and clip detachment. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr), with an mr grade of 4+. The steerable guide catheter (sgc) was inserted and a clip delivery system (cds) was advanced. Imaging was difficult. Different imaging modalities were attempted. The decision was made to remove the cds from the sgc to advance an ice (intra-cardiac echocardiography) catheter through the sgc for better imaging, however the ice catheter was too short; therefore, it was removed. There was no device issue with this cds; however, since it was removed from the anatomy, the cds could no longer be used and was replaced. A different cds was inserted, and grasping was difficult due to the anatomy and challenging imaging. The clip was not implanted and resistance was felt when attempting to retract the cds into the sgc. The clip then became inverted [opened while locked] and the clip dislodged from cds, while remaining on the gripper line and lock line. The clip was retracted into the sgc and got caught on the sgc tip. No damage was noted to the sgc. A cut down was performed to safely remove the clip. No clips were implanted, mr remained at 4+. The patient remained stable and will be sent for an elective mitral valve surgery. No additional information was provided.